Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The ICD was interrogated, revealing the mos1 battery status, 17 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, which resulted in shock deliveries, as mentioned in the complaint description. The device data further confirmed a value of the right ventricular pacing impedance less than 200 ohms. Therefore the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD functioned as expected. There was no indication of an ICD malfunction. The clinical observation resulted presumably from the observed lead insulation damage. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
It was reported that this device and associated lead were explanted approx. 34 months after the implantation due to oversensing with inappropriate shock. Furthermore, the lead impedance was too low (less than 200 ohms).